Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned yet.

Event description:
It was reported that when attempting to connect the catheter and the port stem, the proximal end (the side of the port stem) of the catheter was allegedly damaged. Reportedly, before implanting the port body, the operator held not the connection part but near the central portion of the catheter with a pair of pean forceps. When attempting to connect the catheter and port, the catheter was held by the operator¿s hand. There was no reported patient injury.

Event description:
It was reported that when attempting to connect the catheter and the port stem, the proximal end (the side of the port stem) of the catheter was allegedly damaged. Reportedly, before implanting the port body, the operator held not the connection part but near the central portion of the catheter with a pair of pean forceps. When attempting to connect the catheter and port, the catheter was held by the operator¿s hand. It was later reported that the damaged portion of the catheter was cut off and the port was implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR review was performed as part of the level ii manufacturing review. Investigation summary: the definitive root cause could not be determined based upon the information available. However, it is known that inappropriate assembly of the catheter to the port body may result in damage to the tip of the catheter. Potential contributing factors include previous locking to and removal from the port stem, advancing the catheter lock over a kinked catheter, or tool damage during assembly. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.